Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: health effect clinical code- needle stick/puncture.

Event description:
Dexcom was made aware on 09/13/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced a skin reaction with inflammation, redness, swelling, pain underneath sensor pod area only which occurred the day after the sensor had been inserted in the arm. The area was prepared with alcohol before placing the sensor on the body and unremembered prescription oral medication after. The patient was brought to the emergency due to swelling. The patient was in good condition at the time of report. No additional event or patient information is available.